Event description:
Following an ablation procedure, an echocardiogram revealed a pericardial effusion and the patient later expired. Ablation occurred on (B)(6) 2022 with no complications noted. On (B)(6) 2022, an effusion was noted which remained stable through periodic assessments with no action required. On (B)(6) 2022 the patient experienced a cardiac arrest with electro-mechanical dissociation. Resuscitation maneuvers were attempted for 50 minutes unsuccessfully, and the patient expired. There were no performance issues with any abbott devices. Per the physician, the patient expired due to non-cardiovascular reasons. Not due to the procedure, effusion or any other cardiovascular reasons.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. Based on the information received, the cause of the reported pericardial effusion remains unknown. Per the IFU, vascular perforation is an inherent risk of any electrode placement. Per the physician, the patient expired due to non-cardiovascular reasons. Not due to the procedure, effusion or any other cardiovascular reasons.

Event description:
Following an ablation procedure, an echocardiogram revealed a pericardial effusion and the patient later expired. Ablation occurred on (B)(6) 2022 with no complications noted. On (B)(6) 2022, an effusion with no perforation was noted which remained stable through periodic assessments with no action required. On (B)(6)2022 the patient experienced a cardiac arrest with electro-mechanical dissociation. Resuscitation maneuvers were attempted for 50 minutes unsuccessfully, and the patient expired. There were no performance issues with any abbott devices. Per the physician, the patient expired due to non-cardiovascular reasons. Not due to the procedure, effusion or any other cardiovascular reasons.